Event description:
The technician reported the head left center arm assembly is broken and the side rail will not latch. The bed was located in the basement at the facility there was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician did not know the cause of the center arm assembly being broken on the head left side rail. The most likely causer would be force such as the side rail being ran into an object during transport. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the head left side rail center arm assembly to resolve the issue. Based on this information, no further action is required.